Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a distal clavicle fracture case: to adjust the plate to the bone, surgeon tried to bend the plate with lcp bend-iron f/recopl, keeping lcp drill sleeve attached to the most distal hole of the plate shaft. The drill sleeve got overloaded and broke off from the root. Since the broken sleeve tip could not be removed from the lcp hole of the plate, surgeon stopped using the plate and used another plate. The operation was completed without problem. No delay of the surgery was reported. This report is on the unknown drill sleeve. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is on the unknown drill sleeve, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.